Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user requested assistance for a complete supply change and used three inset 23"-6 mm infusion sets with a dexcom g7, experiencing adhesive application errors before successfully completing the change; blood glucose was reported at 230 mg/dl after eating, with no alerts or alarms and no hospitalization. Symptoms included hyperglycemia. Outcomes included no long-term injury and no medical intervention beyond routine self-management and education. Investigation included troubleshooting and user education on proper infusion set application and use. Investigation of this case revealed user-handling issues related to infusion set adhesion during replacement attempts, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.